Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the attending physician was unsuccessful in inserting the solex catheter into a patient on the first attempt (date not specified). According to the reporter, since the balloons of the reported solex catheter appeared to have too many manipulations, the catheter was not used in the second attempt the healthcare team instead switched to using the quattro catheter to begin patient's temperature management therapy. There was no patient consequences reported.